Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 150-200mg/dl fasting. Verified the strips expire 11/14/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory 1: 169mg/dl (B)(6) 2015 02:40:00 pm fasting: yes; 2: 174mg/dl (B)(6) 2015 03:53:00 pm fasting: yes; 3: 151mg/dl (B)(6) 2015 07:10:00 pm fasting: yes; 4: 83mg/dl (B)(6) 2015 03:34:00 pm fasting:yes; 5: 32mg/dl (B)(6) 11:41:00 am fasting: yes. Customers concern:undisclosed. Customer became concerned when her husband's truetrack displayed a result that was 90 mg/dl lower than the result displayed by another meter. The customer's wife could not provide me with the numeric values in question due to her husband being in the hospital because of circumstances not directly related to his diabetes. The customer's truetrack meter does not have the correct time and date set. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Customer complains of low results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 150-200mg/dl fasting. Verified the strips expire 11/14/2018. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: undisclosed customer became concerned when her husband's truetrack displayed a result that was 90 mg/dl lower than the result displayed by another meter. The customer's wife could not provide me with the numeric values in question due to her husband being in the hospital because of circumstances not directly related to his diabetes. The customer's truetrack meter does not have the correct time and date set. No adverse event reported.